Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported using cold insulin when filling the cartridge. The customer's blood glucose level was 177 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.